Event description:
The costumer started the pump after dressing application ((B)(6) 2019) on a hernie incision(abdominal). The pump work without problem. The patient was sent home and after 6 days the patient contacted the nurse and told, that the pump didn't work from monday (B)(6) 2019. They had tried to put new batteries in, but the pump still not work. There have not been any kind of alarm from the pump. So the patient did not got his treatment for the 7 days.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as the lot number provided is not a recognized lot number format for this product, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out using the part number provided, there have been further complaints reported with this issue in the past four years. It was reported that the device was used for treatment but during use the pump stopped working. The returned pump was evaluated to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. The device was attached to the diagnostics equipment and this confirmed that the pump had reached its 7 day expiry due to being in use for this period of time. No errors were detected. The 7 day timer is activated as soon as the batteries are inserted. As stated in the IFU: ¿after 7 days of therapy the pump will automatically cease functioning¿. The pump should be carried so that visible indications of issues from the device can easily be monitored. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers. As no faults were found with the device, we were unable to confirm a relationship between the event and the device and root cause is undetermined. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.